Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not gave alarm when he had bent cannula. The customer¿s blood glucose value was 109 mg/dl. The insulin pump had no delivery alarm. Assisted customer in performing a 5.0u fill cannula. Customer stated that the insulin exited. Customer stated that the cannula was not bent. The insulin pump passed both displacement test and self-test. The insulin pump did not alarmed at the time of high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. No unexpected insulin flow blocked alarm noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).